Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor seized, seals were broken, screws and gears were worn, the control bar failed and was out of position, the bearings, spring seal, reciprocating arm, neckpiece, and swivel were corroded. The motor, sleeve, screw, gear, control bar, seals, bearings, reciprocating arm, neckpiece, and swivel were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1: telephone number: (B)(6). G2 country: south africa.

Event description:
It was reported that during an unknown time the device is faulty. There was no patient impact or delay reported. During product evaluation, it was found that the motor was seized. Due diligence is complete and there is no additional information available.